Event description:
During service testing, baxter service technician found the device to underdeliver. The hosp representative stated that there was no report of pt incident since the last baxter service event.